Manufacturer narrative:
H.3. Device return is not anticipated. If additional information becomes available a supplemental will be filed.

Event description:
It was reported that bd insyte autoguard winged gn 18ga x 1.16in catheter hub is chipped and unable to connect. The following information was provided by the initial reporter: hub of catheter was chipped and unable to screw onto IV extension set. 1.could you please provide a further description of the issue?: hub of catheter was chipped and unable to screw onto IV extension set 2.what was the impact to the patient?: patient needed to be stuck twice for IV placement. 3. Please confirm a product is still operable or not?: needed to use another angiocath. 4. Did the event directly, or indirectly involve a patient or user?: yes, a patient was involved. 5.whether issue identified before or after the event?: issue was identified when the catheter would not screw into the extension set.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.